Event description:
The customer reported that during set up, prior to the case, the arrest cassette was loaded and while filling the set, she noticed that the kci was leaking out of the stopcock. Another arrest cassette was used to finish the case. The sample was saved and will be returned to quest. Product code 5001102; lot number 27365.n06